Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues. Revision op note ¿ postop dx: painful tha with query metallosis ¿ presented two years ago with increasing hip pain, negative for infection ¿ elevated serious cobalt and chromium levels ¿ general anesthesia, lateral approach ¿ evidence of wear debris and ¿possible metallosis but I must say it was not overwelming¿ ¿ shell in good condition, may have been slightly neutral but ¿not in terrible position.¿ well fixed and retained ¿ stem well fixed and retained ¿ no complications ¿ post-op: limit active abduction x 4 weeks. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: cat# 139264, lot# 415660 m2a-magnum 52-60mm tpr insrt-6. Cat# 11-104111, lot# 969430 mlry-hd por fmrl 11x160mm. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a patient had an initial right total hip arthroplasty. Subsequently, began to develop increasing pain and elevated metal ions and underwent a revision approximately 8 years post-implantation. During the revision, encountered evidence of wear debris and possible metallosis. The head was revised and all other implants were retained. It was reported that no further information is available.